Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and irritated eyes. The patient was prescribed medication in response to the reported event. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device, chest compression, irritation in eye, cough, taking allergy medication and using inhaler. There was no report of serious or permanent patient harm or injury the device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of contamination in blower box, contamination on blower motor, water ingress in the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 3 instances of e-4 on the error log. The manufacturer concludes the contaminates found were consistent with contamination in blower box, contamination on blower motor, water ingress in the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b1,b2,h1,d9,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and irritated eyes. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).